Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing and false episodes of ventricular fibrillation were observed on the right ventricular and atrial leads. Lead damage was suspected but could not be confirmed visually. High voltage therapy was disabled on the device and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2019-11606.